Manufacturer narrative:
The cause for the difficulty reported to the MFR was determined to be the result of an internal component which disengaged.

Event description:
During a laparoscopic cholecystectomy procedure, the clips did not load into the jaws. The surgeon applied another device. The hosp has reported that no pt injury occurred.